Manufacturer narrative:
Motion interrupt pan.

Event description:
It was reported by service report that the bed would not go down. It is unk if there was pt involvement or if there are adverse consequences to report.